Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found fluid ingression on the main board and in case. Many pixels on the display were not visible during the incoming test. The battery contacts were contaminated. As a result the display was replaced, the main board was calibrated and the battery contacts were cleaned. (B)(4).

Event description:
It was reported that this external pulse generator (epg) had a black strip on its display liquid crystal display (lcd). The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.